Event description:
During inspection of the returned loner instruments from the hosp, it was found that the tip of the screwdriver was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.